Event description:
Augmented with mentor siltex saline filled mammary implants. 7/2001 asymmetry right breast. No evidence of infection. Started on keflex, motrin and vitamin e. 8/2001 improvement right breast and has a palpable right axillary lymph node. Later that year pt underwent bilateral capsulectomies and implant removals. Blake drains left in place. No apparent problems with the implants themselves.